Manufacturer narrative:
The device has not been returned at this time; therefore, the reported event cannot be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified during the manufacturing process that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly. No further actions are required at this time.

Event description:
Edwards received notification that a valve was contaminated with a tiny hair on it. The valve was rinsed. The issue was noticed by the surgeon while she was implanting the valve and it had to be removed. No injury reported for the patient.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Customer report of valve contamination was confirmed as received. The valve had a black fiber attached to the outflow aspect of the leaflets. Prior to decontamination, the valve was rinsed two times using saline solution as per IFU instructions; the fiber remained attached to the leaflets post rinse. Suture holes were not visible on the sewing ring. The holder remained attached to the valve. The ID tag had been removed and was not returned. The x-ray demonstrated the wireform to be intact.

Manufacturer narrative:
Based on the investigation, a manufacturing deficiency was not identified, thus no corrective actions are required. Current manufacturing mitigations are in-place to detect and remove fiber or particulate in the jar and on the valve. It is possible that the particulate matter contacted the valve during use by the customer. A definitive time and method by which the particulate came into contact with the valve could not be conclusively determined.